Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.6ml of juvéderm® volift® with lidocaine. One month later, the hcp injected the patient again with 0.2ml of juvéderm® volift® with lidocaine for a "retouch". Four months later, the patient began to experience "inflamed late onset nodule". Hcp prescribed the patient zamane and cipro for three weeks. One week after onset, patient was seen for a review and the inflammation persisted. Hcp changed treatment to corticosteroid. Fifteen days later, the patient is still swollen and has not improved, hcp administered hyaluronidase. Hcp noted the patient is continuing with the antibiotic and corticosteroids. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, second injection of juvéderm® volift® with lidocaine.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.6ml of juvéderm® volift® with lidocaine. One month later, the hcp injected the patient again with 0.2ml of juvéderm® volift® with lidocaine for a "retouch". Four months later, the patient began to experience "inflamed late onset nodule". Hcp prescribed the patient zamane and cipro for three weeks. One week after onset, patient was seen for a review and the inflammation persisted. Hcp changed treatment to corticosteroid. Fifteen days later, the patient is still swollen and has not improved, hcp administered hyaluronidase. Hcp noted the patient is continuing with the antibiotic and corticosteroids. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, second injection of juvéderm® volift® with lidocaine.

Manufacturer narrative:
Additional, corrected, and/or changed data: d6a.